Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck, it was later clarified that the philips field service engineer (fse) failed operational check for pace. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow report will be submitted upon completion of the investigation.